Event description:
A customer contacted stryker to report that their device had displayed a grey screen. Upon inspection, stryker observed that the device logged an event code and displayed a white screen during initial boot up cycle. As a result, the device could be in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations, initial reporter phone was left blank. The initial reporter¿s phone number is: (B)(6). Stryker performed an initial evaluation of the customer device and observed that the device logged an event code and displayed a white screen during initial boot up cycle. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
After replacing the user interface pcb and system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had displayed a grey screen. Upon inspection, stryker observed that the device logged an event code and displayed a white screen during initial boot up cycle. As a result, the device could be in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.